Manufacturer narrative:
Additional information: one 4 lesion nt2000¿ pain management rf generator was returned for investigation. The returned generator was powered on and successfully booted to the menu application. Review of the log confirmed the temperatures were not met for all 4 ports on the field reported date. However, the field reported event was unable to be reproduced as a functional test was successfully performed to verify functionality in all modes (sensory, motor, lesion, and pulsed). Target temperature were reached while consistent impedance and voltage readings were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause for the reported temperature issue and subsequent procedure cancellation remains unknown.s

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, the generator would not reach the appropriate temperature and the procedure was cancelled. The patient was prepared and on the table at the time of cancellation. There were no adverse consequences to the patient.